Manufacturer narrative:
This report is submitted on 10 june 2021.

Event description:
It was reported that the infection was treated with a topical antibiotic (duration not reported).

Event description:
Per the clinic, the patient experienced an infection at the magnet site. Additional information has been requested but has not been made available as of the date of this report.